Event description:
Philips received a complaint on the defibrillator indicating that the leads ECG test failed in operational check. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The rse evaluated the device remotely. It was determined that the device failed to perform ECG operational check due to the defect in the ECG measurement module. To resolve the issue, the ECG measurement module (453564489131) was replaced and the device working with full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was defective ECG measurement module. The reported problem was confirmed.